Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on loading room temperature insulin into the cartridge. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg level. Customer primed the tubing to address the issue and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.